Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device will turn on, but only on battery power. There was no patient involvement reported.